Event description:
Patient reported left side "pain, palpation fold, rotation, mention of recall, moderate amount of peripheral fluid and capsular contracture grade IV." Healthcare provider later reported left side rupture.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma-late" and "capsular contracture, baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and capsular contracture, baker grade IV.